Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker had episodes of atrial noise reversion. Technical services reviewed the electromyography (egm) and noted that crosstalk was misinterpreted as noise. Sensitivity changes were made. There were no patient consequences.